Event description:
It was reported that the patient underwent a revision procedure due to alval. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801803202, item name femoral head sterile product do not resterilize 12/14 taper, lot # 62151870. H6: suggested component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.